Manufacturer narrative:
The reagent lot number was 78689801 with an expiration date of 31-aug-2025. The field service engineer found one measuring cell was due to be replaced. He replaced both measuring cells and performed checks and calibrations. He found yellow crystals at the tip of the sample probe, which was cleaned. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results from the cobas 6000 e601 module. For one sample, the initial result was 1.71 nmol/l. The repeat results were 3.65 nmol/l and 1.97 nmol/l. The questionable results were not reported outside of the laboratory.